Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (cable damaged) was confirmed. Upon investigation the electrode belt's trunk cable connector was served. The root cause for the damaged trunk cable connector was physical abuse. No adverse event resulted from the damaged electrode belt. The patient received a replacement electrode belt.

Event description:
A (B)(4) distributor contacted zoll customer support to report that a patient's electrode belt cable was damaged. The patient was issued a replacement electrode belt.